Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, a change in r-wave morphology indicative of loss of capture was observed on the right ventricular channel. There is suspicion that the loss of capture resulted in a high ventricular rate episode due to the resulting ischemic tachycardia event. Programming changes were discussed.

Event description:
Additional information indicates that the patient underwent programming changes and will continue to be monitored. There have been no additional recurrences and there were no patient consequences.